Event description:
A surgeon reported that during a procedure, an advisory message appeared during ultrasound. The system was rebooted, but the situation was not recovered. The case was completed using an alternate system following a one hour delay. There was no pt harm.

Manufacturer narrative:
The company representative examined the system and replaced the u/s (ultrasound) controller pcb (printed circuit board). The system was then tested and met product specifications. The root cause is unk. (B)(4).